Event description:
It was reported that the programmer was not able to interrogate a pacemaker. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the stylus was damaged. As a result the stylus was replaced. (B)(4).